Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed scope communication error (e30) issue could not be determined, however, the issue was likely due to image sensor damaged (disconnection, etc.), or faulty component on the circuit board due to use stress, external factors or user handling. Additionally, a definitive root cause of the observed insertion tube coating peeling could not be determined, however, the issue was likely the result of repetitive use stress, external factors or user handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, due to a cut on the charged coupled device (ccd) cable, error b30(scope communication error) occurred, the connecting tube had peeling coating, no electrical continuity was noted due to corrosion on the distal end, the switch box was deformed, due to wear of angle wire, bending angle in up direction did not meet the standard value, the universal cord had a scratch, the light guide (lg) cover glass had a scratch, the angle wire became longer than normal, due to a dent on the channel-tube, channel cleaning brush could not be inserted smoothly, and the connecting tube had a dent. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, during inspection for a bronchial observation procedure, the evis lucera elite bronchovideoscope had no image. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.